Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issues of its exhaled tidal volume (vte) levels being low, and it providing erratic breaths was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift.

Event description:
It was reported that the device needed service. During the device evaluation, ventec observed that its exhaled tidal volume (vte) levels were low (0) and that it was providing erratic breaths. There were no reports of patient involvement associated with the reported issue.